Event description:
Complainant alleged that while the clinician was attempting to monitor the pt to confirm death, the device failed to power on. Complainant indicated that the clinician obtained another service to continue treating the pt. Complainant indicated that the pt was expired prior to involvement with this device.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.